Manufacturer narrative:
Philips has started an investigation; a follow up report will be submitted once the investigation has been completed.

Event description:
Philips received a report that the patient underwent a abdominal MRI scan in the head first supine position and it was reported "redness of the skin with several spots evenly spaced apart. The area was on the patient's right upper back area. No medical treatment was provided. It was documented, on the day of the exam, the patient did not report any discomfort or sensations of overheating. The patient contacted the client only the following day, sending the photographs to the radiologist. The digital photo was reviewed. The area depicted is on the patient's right back area to the lateral side. There are two parallel rows of evenly spaced marks on the patient's skin, brown/reddish in color. The markings on the right contain a linear shape with 5 circular areas. It is difficult to assess the photo and the wound may be indicative of blister formation. The area on the left side is also linear and contains three brown colored spots. The total area in size is difficult to approximate and appears greater than 3.0 cm. A serious injury cannot be ruled out.

Manufacturer narrative:
A female patient, 62 years old, was positioned headfirst, supine, for abdomen examination with the anterior coil. More than 1 hour after the examination (following day) it was reported that the patient experienced "redness of the skin with several spots evenly spaced apart. The area was on the patient's right upper back area. No medical treatment was provided. It was documented, on the day of the exam, the patient did not report any discomfort or sensations of overheating. The patient contacted the client only the following day, sending the photographs to the radiologist. The digital photo was reviewed. The area depicted is on the patient's right back area to the lateral side. There are two parallel rows of evenly spaced marks on the patient's skin, brown/reddish in color. The markings on the right contain a linear shape with 5 circular areas. It is difficult to assess the photo and the wound may be indicative of blister formation. The area on the left side is also linear and contains three brown colored spots. The total area in size is difficult to approximate and appears greater than 3.0 cm. Based on the clinical assessment output, a serious injury cannot be ruled out. After our investigation and analysis, it was concluded that the mr system and coil used in this case were working correctly. There is no indication of a malfunction of the mr system or coil used that could have contributed to the incident. The appearance and position of the rf burn cannot be related to a clear root cause. Furthermore, the time of the reporting the day after the examination is unusual for a rf burn. As a rf related root cause cannot be ruled out, a potential scenario is the use/presence of the metal material close to the affected area. In this case, the position of the rf burn could have been caused by metal material in the bra of the patient (at the back string of the bra). Contributing factors to this incident are as follows: 8 scans with high sar values (>2 w/kg, at 2.7 w/kg) were executed. High sar scans are a bigger challenge for the cool down mechanism than low sar scans. The ventilation was on level 3. Level 5 is recommended for high sar scans, it supports the cool down mechanism. The total administered specific energy dose of 5.47 kj/kg exceeded the recommended limit of 3.5 kj/kg.